Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the sensor failed after warm up. The sensor was inserted into the abdomen on (B)(6) 2021. The patient's spouse stated that a "sensor fail" message occurred during the night. The patient monitors her continuous glucose monitor (cgm) values on the receiver and the mobile app; the patient¿s spouse uses the follow app. In the evening of (B)(6) 2021, the patient¿s glucose was elevated after eating and she self-treated with an unspecified amount of insulin (novalog). Later that evening, the patient fell asleep on the couch. The following morning, the patient¿s spouse found the patient on the couch, unresponsive, and performed a finger stick blood glucose (bg) which was 45 mg/dl. Emergency medical services (ems) was called, ems administered glucagon and transported the patient to the hospital. The patient was evaluated, monitored, and released from the emergency department four hours later. There was no report of additional medical intervention. At the time of report, the patient was in stable condition. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.